Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method & results: device evaluation and results: one of the flippers of the tibial alignment ankle clamp was fractured. A piece of plastic had chipped off the yoke near the base. The device was manufactured to revision g of the product drawing. -medical records received and evaluation: not performed because there is no indication the event was related to patient factors -device history review: review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been other similar reported events for this lot ID. The investigation concluded that the ankle clamp broke at the yoke from multiple overload conditions during use. A CAPA was raised to document root cause and corrections. Root cause was determined to be design related, the material selected was inadequate for designed use. A material design update was completed and the CAPA was closed on 10-mar-2014.

Event description:
It was reported that after making proximal tibia cut for tka, the ankle clamp broke.

Event description:
It was reported that after making proximal tibia cut for tka, the ankle clamp broke.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.